Event description:
Additional information received - the cartridge used has not been approved for use with this model lens and is off-label use.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. A piece of the other haptic was torn off and missing. There was evidence of reddish residue on the lens surface. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. (B)(4).